Event description:
(B)(4) follow-up report: a follow-up report was received from the patient via a posting she placed on (B)(6) dated (B)(6) 2016. She started noticing lines above her lip and was hoping to have them softened a bit. Restylane silk was recommended as an easy solution with little down time. The injector placed a bit of the product above her upper lip. The product obstructed blood flow and caused tissue necrosis and extreme pain both on the lip and inside her mouth. It was a horribly disfiguring wound. Had she known this was a possibility she would have never undertaken the risk.

Manufacturer narrative:
Pharmacovigilance comments: a causal relationship between the events and the treatment seems possible. The injection technique or the injection procedure per se may also have contributed to the event. As stated in the labeling for restylane silk, the product must not be implanted into blood vessels. Localized superficial necrosis and scarring may occur after injection in or near vessels, such as in the lips, nose, or glabellar area. The case has been assessed to fulfill the criteria for regulatory reporting. The reported events are already addressed in the labeling. The labeling has recently been updated with information concerning the events of ischemia and necrosis. No corrective/preventive action will be initiated.

Event description:
Case (B)(6) follow-up report: a report was received on 08-jun-2016 from the physician. The patient was not pregnant and had a medical history of hypothyroidism. She was a fitzpatrick skin type I-ii. She was taking levoxyl (levothyroxine sodium). She had no previous treatment with filler products. In (B)(6) 2016, the patient was injected with restylane silk to the right upper lip with the needle provided with the product using a linear threading technique. She had immediate blanching treated with 1.2 ml of vitrase (hyaluronidase) resulted in necrosis of the right upper lip with loss of tissue, hypertropic scarring, and pain. Now four months status post injury, still healing and will need surgical procedure to correct. The vitrase improved color and pain. The patient recovered from the following events: moderate bruising, swelling, and dead tissue hanging inside her mouth which smelled bad and also severe pain, seemed like her mouth was cut off from the inside, felt the blood supply was cut off in her mouth. Causality was possibly due to the injection and substance according to the physician. The was photo documentation of the events, however they were not included with this report. The case was serious due to permanent impairment of a body function or permanent damage to a body structure and condition necessitating medical or surgical intervention.

Manufacturer narrative:
Pharmacovigilance comments: a causal relationship between the events and the treatment seems possible. The injection technique or the injection procedure per se may also have contributed to the event. As stated in the labeling for restylane silk, the product must not be implanted into blood vessels. Localized superficial necrosis and scarring may occur after injection in or near vessels, such as in the lips, nose, or glabellar area. The case has been assessed to fulfill the criteria for regulatory reporting. Lot number was not reported and a batch record review cannot be performed. The reported events are already adressed in the labeling. The labeling has recently been updated with information concerning the events of ischemia and necrosis. No action will be initiated.

Event description:
A report was received on 25-jan-2016 from a (B)(6) female patient who received restylane silk injection around the lip area about two weeks ago. A few hours after the injection, the patient began to experience severe swelling and pain. The patient stated that her injection area was purple and it seemed like her mouth was cut off from the inside. The patient stated that she felt the blood supply was cut off in her mouth. The patient saw the injector who was a nurse, and the supervising plastic surgeon the next day and was given a plasma injection and was prescribed prednisone for two weeks, viagra for five days and aspirin to take for a few days. The patient stated that the plastic surgeon also attempted to dissolve the restylane silk with an unspecified product. The patient stated that her pain and swelling are better, but she has dead tissue hanging inside her mouth which smells bad. The patient has an appointment to see the plastic surgeon again on (B)(6) 2016. An email was received from the patient with the pictures showing the adverse reaction. The patient provided no past medical history or concomitant medications. She had received restylane in the past on an unknown date to her upper cheek area. No mention was made of her having had an adverse reaction at that time. No additional information was available.